Event description:
Healthcare professional (hcp) further reported, patient was injected in the glabella with 0.1ml of juvederm® volift® xc. Two days later, patient experienced "skin necrosis" in the glabella, nose and "[erythema] glabella right. Patient was treated with hyaluronidase 3000 u five day post-injection date, next day with hyaluronidase 1500 u, next day with zelitrex (500 mg twice a day), doxy (100mg twice a day), and dermalibour. Hcp advised, "strict solar avoidance." Per hcp, the event resulted in irreversible damage, "probable signellen scar."

Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected, and/or changed data: a.2., a.3., b.2., b.3., b.5., b.7., section c. Suspect product, d.1., d.4., d.6a., h.4., h.6., h.8.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ischemia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported, "a glabellar ischemic disorder on patient injected with [unspecified] juvéderm® volift¿." Symptom resolution status unknown.